Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked, brush head came apart in mouth whilst brushing teeth. Case description: a female consumer of unspecified age reported via e-mail on 25-mar-2017 that she had almost choked that morning when the oral-b dualaction brushhead came apart in her mouth while she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown. She noted that she had thrown away the packaging. The case outcome was recovered. No further information was provided. On 26-mar-2017 received consumer's follow-up e-mail: the consumer reported that the brush head was the last one out of the packet but she hadn't kept the packaging. She attempted to rub the writing and it didn't come off. No further information was provided. On 27-mar-2017 received consumer's follow-up e-mail: the consumer reported that she still had the brush head so could send it back. No further information was provided.